Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
Following an atrial fibrillation procedure, a cardiac tamponade occurred which required a pericardiocentesis to stabilize the patient. After the procedure was completed, the patient was transferred to the ward and approximately 3-4 hours later, hypotension was noted. A cardiac tamponade was determined and a pericardiocentesis was performed to stabilize the patient. It is unknown when the perforation occurred, but it is suspected that the perforation was located at the roof of the left atrial pulmonary vein. The patient recovered and was discharged one day post procedure. There were no performance issues with any abbott device.